Event description:
At 2 months from the primary, the patient came in reporting pain due to dislocation between liner and glenosphere and the cause is unknown. The surgeon revised the glenosphere, baseplate, screws and insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 oct 2024: lot 2347108: (B)(4) items manufactured and released on 29-febr-2024. Expiration date: 2029-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 04 oct 2024: reverse shoulder system 04.01.0270 sensitin glenosphere 39xø24.5 (k203755) lot 2315920: (B)(4) items manufactured and released on 12-febr-2024. Expiration date: 2029-01-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.